Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set had kinked cannula. The events occurred within 3 hours of insertion. The insertion site was reported as abdomen. The patient blood glucose level was monitored as unknown specific value, but value displayed as high. The high blood glucose was managed by multiple daily injections (mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.